Event description:
Customer stated that the tape was not sticking on the sure t sets. Customer stated that they perspire heavily and their blood glucose readings were nearly 500 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.